Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within specification and it passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had cracked case at display window corners and minor scratches on the lcd window.

Event description:
Customer's nurse reported via phone call, the customer had been hospitalized due high blood glucose of 575 mg/dl. Nurse stated they wanted the device replaced before the customer can discharge. Current blood glucose was 212 mg/dl. Customer declined troubleshooting. Customer had changed the site twice prior to being hospitalized. The device is being returned for analysis.